Manufacturer narrative:
The exact date of the event is unknown. The provided event date was chosen as a best estimate based on the date that the manufacturer became aware of the event. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an rx locking device and biopsy cap was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on an unknown date. According to the complainant, during the procedure, the "physicain" used a blunt needle to puncture a hole in the biopsy cap to aid device exchange during ercp. A water soluble lubricant was applied to the cap. The physician had difficulty getting the dreamtome down the scope. The physician punctured the biopsy cap again and used a normal saline to flush the scope channel. The dreamtome was advanced but with difficulty. The physician then pulled the dreamtome out and attempted to place a stent. During stent threading, a very small piece of the foam from the biopsy cap detached and came out at the end of the scope into the small intestine. The detached piece of foam was tried to be removed from the patient, but attempts were unsuccessful. In the physician's assessment, the piece of foam was small and was left to pass naturally. The procedure was completed using the original rx locking device and biopsy cap. No patient complications were reported, as a result of this event. The patient reportedly passed the piece of foam and was reported to be fine following the event.